Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the system error 105. The reported symptom was observed during power up and caused by a failed motor flex. The motor was replaced.